Event description:
It was reported by the customer that on (B)(6) 2010, the fiber forward fired at 52,816 joules. No pt injury was reported. The device was not returned to american medical systems for evaluation.